Event description:
The physician documented that the interstim implant was malfunctioning. The patient was also having chronic right buttocks pain following interstim implantation. The physician removed the interstim generator and sacral nerve stimulating electrode.